Manufacturer narrative:
Correction: section d4 and h4 have been update to the correct information compared to what was reported in additional report 1.

Manufacturer narrative:
Date of event is estimated. Date of implant is unknown. Initial reporter phone number: (B)(6).

Event description:
It was reported that the patient was experiencing ineffective therapy. As a result, the patient underwent surgical intervention during which the system was explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.